Event description:
It was reported that a plum 360 "started the infusion on its own". The registered nurse (rn) says she programmed the pump but wasn't ready to start the delivery and found the pump running a few minutes later. It was reported as a device malfunction. The device was in clinical use at the time of the reported issue. There was patient involvement and no adverse event/harm.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Manufacturer narrative:
Investigation summary: on 04/28/2025 could not confirm customer¿s complaint of an inaccurate over delivery, or the device starting an infusion on its own. Device passed self-test with no error alarms. Device did not experience an automatic start or stop of infusions during testing. Device passed pvt tests, most notably the volume accuracy pvt test. Device delivered 20.7 ml. Of fluid. Delivery accuracy of 96 %. Probable cause for customer reported inaccurate over delivery was not found. Probable cause of the device experiencing a start or stop of infusion on its own was also not found. Device is functioning per design. During inspection found the ac power cord and fluid shield to be damaged. Verified discrepancies through visual inspection. Replaced the ac power cord and fluid shield. Probable cause is physical damage consistent with normal wear and tear. Engineering summary findings: engineering finds that by (B)(6), line a started an infusion in standby mode with rate; 20.0 ml/hr. And vtbi: 500 ml; duration: 25 hours. And line b started a piggyback infusion with rate: 50ml/hr. And vtbi: 50ml. The line b piggyback infusion was interrupted by multiple distal occlusions paused alarms. After line a standby mode was over, the user pressed [start all] key. This led to distal occlusion after 2 auto restarts (distal occlusion paused). The power was switched to battery at level 4 by 12:09. The battery drained from level 4 to level 0 by (B)(6) by 2:00 after 8 hours. After this the device powered off due to depleted battery and later was powered on. After some time, the infusions were run in both line a and line b which were working as expected. Engineering evaluates that: from the logs provided, engineering finds that the line an infusion was programmed and put in standby mode and then line b started for piggyback infusion which got interrupted by distal occlusion paused alarms and later distal occlusion alarms. The infusion auto started because the occlusion paused alarm was resolved within 60 seconds of activation. According to system operating manual document, distal occlusion paused alarm occurs when the a distal occlusion was detected, auto reset is configured on, and the maximum number of auto-resets have not occurred for the infusion. No action is necessary if the patient can resolve the alarm condition within 60 seconds of activation (for example, moving an arm to eliminate the occlusion). Before the maximum retry number is reached. The clear condition is examine the distal line for kinks and correct any found or to open the cassette door. According to the technical service manual document, distal occlusion alarm clear condition is resolving the distal occlusion and then either back prime or open and close the cassette door. To conclude: engineering concludes that the probable cause of user description mentioning ¿started the infusion on its own¿ was because we got distal occlusion paused alarms and no action is necessary if the patient can resolve the alarm condition within 60 seconds of activation and while infusing. The infusion starts if the occlusion is resolved. Apart from this, the device was working properly, and infusions were delivered as expected.